Event description:
It has been reported to us that during the procedure a dissection of the circumflex was noticed. The physician was performing a diagnostic procedure using a radial approach. The physician inserted the guide catheter and engaged it into the left main and injected the first shot of contrast and it appeared normal. The physician continued the case. At some point during the third shot of contrast a dissection of the circumflex was noticed. The patient was asymptomatic. Non stemi mi.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device. Device evaluation anticipated, but not yet begun. (B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned for evaluation, returned were un-used device from the same manufacturing lot were returned and evaluated. The un-used devices were measured and all found to be within manufacturers specifications. The tips of the guide catheters were also inspected and found to be within manufacturer's specification. The guides were also measured for shaft stiffness and were within the manufacturer's specification. Cine of the procedure was returned and reviewed. The review indicated that there was a dissection noticed at some point during the procedure however there is no definable event that seemed to cause the dissection or evidence that there was something specifically traceable to the guide catheter that caused the event. A review of the device history record did not detect any deficiencies within the manufacturing process. The event has not been confirmed for dissection. The actual complaint sample was not returned for evaluation. The analysis is complete as of today (B)(4) 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.